Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported difficult to open or close (gripper actuation ¿ single), difficult to open or close (gripper actuation ¿ both) and difficult to open or close (gripper lever) could not be confirmed as the device functioned as expected during testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A conclusive cause for the reported difficult to open or close (gripper actuation ¿ single), difficult to open or close (gripper actuation ¿ both) and difficult to open or close (gripper lever) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr). The clip was advanced to mitral valve. Resistance was felt with the gripper lever when lowering the grippers. The grippers were difficult to lower, both simultaneously and independently. The grippers eventually dropped and grasped the leaflets. However, because mr was still severe, the clip was not implanted and was removed. An xt clip was implanted instead, with its longer grippers, mr was reduced to 1. There were no adverse patient effects and no clinically significant delay. No additional information was provided.